Event description:
On (B)(6) 2009, pt reported insulin had spilled inside her infusion device. Pt stated there was enough insulin inside the infusion device to pour out. Pt reported she dried the inside of the cartridge compartment with a blow dryer. Pt reported the moisture inside the infusion device smelled like insulin. She stated the cartridge had leaked at the plunger. Pt reported she examined the bottom of the cartridge and did not notice damage or anything unusual. Verified the cartridge plunger did not become stuck on the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.